Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that patient underwent knee surgery on (B)(6) 2024. A femoral trial broke during the procedure; the coating has chipped. Nothing was left inside the patient. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information received, it was reported that the instrument below broke during knee surgery at guys this afternoon, the coating had chipped. Nothing was left inside the patient, it did not delay surgery, I do not know the lot number or any other information. ¿the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (image0]). Visual analysis revealed that the device appeared to be scratched; however, it was not observed an evidence of broken condition. In addition, the image quality is slightly poor and no observations pertaining to the nature of the reported event could be identified. The scratch observed is consistent with the device coming in contact with the saw blade while trialing, care should be taken to avoid saw blade excursion into the femoral trials or implants. The overall complaint was not confirmed as the observed condition of the attune cr fem trial sz 4 lt would have not contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is required. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: g1 (manufacturing site name)